Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections: g3, g6, h2, h6 type of investigation, investigation findings, investigation conclusions have been updated. The events reported are anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure mode is not required at this time. The devices were not returned for evaluation. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Through extensive complaint investigations, balloon burst events during valve deployment have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to calcification in the landing zone or over-inflation of the balloon. The reported events were unable to be confirmed due to unavailability of the returned device nor applicable imagery. Regarding the reported balloon burst event, it is possible that one or more patient/procedural factors identified in the technical summary (calcification, over inflation) may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested to ensure the burst pressure is at or above the rated burst pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. While the prescribed nominal inflation volume is provided in the IFU, it is possible that extra inflation volume was used (over-inflation), subjecting the balloon to pressures high enough to cause the balloon to burst. Regarding the distal tip separation event, available information suggests procedural factors (withdrawal of balloon burst, device manipulation) likely contributed to the event as the nose tip was detached from the delivery system during its withdrawal. Additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. Regarding the withdrawal difficulties event, available information suggests procedural factors (withdrawal of detached nose cone) likely contributed to the event as it was reported that during its retrieval the subclavian artery was damaged. As the nose tip of the delivery system was detached, the altered balloon profile could have made it more susceptible to catch on patient vasculature, which would have then led to the experienced retrieval difficulty. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product.

Manufacturer narrative:
Investigation is underway.

Event description:
As reported by an edwards lifesciences affiliate in france, it was a case of an implant of a 26mm sapien 3 valve in aortic position by subclavian approach. During procedure, at the end of the valve deployment, the 26mm certitude deliver system balloon burst without consequences for valve deployment. The certitude delivery system was retrieved but the nosecone detached in the ascendant aorta. It was snared and retrieved with a lasso but the subclavian artery was damage in this step. The vessel was repaired surgically and the procedure was completed.

Manufacturer narrative:
A supplemental MDR is being to add the initial reporter phone number. Initial reporter phone number: (B)(6).